Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm and 2mm x 40mm x 145cm coyote es balloon were advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The devices were removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.